Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage. The instrument was found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the maryland bipolar forceps instrument moved in the opposite direction. The issue occurred in the middle of the procedure. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The issue occurred persistently while the surgeon¿s head was inside the surgeon console (sc)¿s high resolution stereo viewer and the surgeon was attempting to manipulate instruments from the sc. The movements of the surgeon scaled appropriately to the instrument and the timing of instrument movement was appropriate. No shakiness /friction / external collisions was observed. Additionally, there was no instrument-to-instrument or system arm-to-arm interference. No patient injury was reported.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device and the instrument has been returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.